Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h6, h10. Device identifier #: (B)(4). The device was returned for evaluation. Unit cleaned per protocol and received with the base handle closed without transitional installed and deformed hole. Shock cushion was worn and the adjustment wrench has worn threads. General maintenance and cleaning required. The device exceeded its expected life of 7 years. The reported complaint was confirmed from the evaluation of item. The complaint is likely caused by the loss of the transitional member. The definite root cause cannot be reliably determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a2101 mayfield ultra base unit would not hold the head rest ; it was too tight. Received additional information from customer on 04nov2019 that the customer did not recall the date of the in-service when the issue occurred. The product was not in contact with the patient and there was no delay in surgery.